Event description:
A malfunction was reported on the customer's pump, which resulted in the pump screen becoming unresponsive and showing a red led blink around the button. There was no adverse impact on the customer¿s blood glucose level. The customer was advised to plug the pump into a power source, but the screen remained off, leading to a decision by technical support to replace the pump. The customer agreed to use a backup insulin pump while waiting for the replacement and understood instructions for returning the faulty pump, as well as for setting up the replacement pump, which was sent by technical support.